Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain that the ipg site. To address the issue, patient underwent surgical intervention during which the ipg was explanted and replaced. In addition, the ipg site was repositioned to a different location. Therapy was restored post-op.